Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon-side console (ssc) setup, the system displayed an error 25520. The surgeon called an intuitive surgical (is) technical support engineer (tse) for assistance asking to recover the error on the right master tool manipulator (mtmr). The isi tse confirmed error 25520/707 pointing to a mtmr issue. Tse proposed to switch to ssc2 and give all control prior to leaving the faulty ssc1. The surgery was resuming from ssc2. The procedure was completed with no report of patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. In a subsequent call, the nurse stated that she had rebooted the system after the surgery ended and since then, the system did not want to start up. Mtmr errors were holding the system initialization. The isi tse asked the customer to recover the error by disabling mtmr and reminded the caller that they would face the same errors and system behavior after every system power cycle.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the replaced mtm arm involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm) 2 was tested on an in-house system, and the reported failure (error 25520) was reproduced. The mtm components will be replaced as a fix. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.